Manufacturer narrative:
A steris service technician arrived onsite to inspect the hexalux examination light and found that the snap ring which attaches the spring arm to the lighting system was damaged. The technician identified the root cause of the reported event to be the snap ring that secures the light's suspension arm to the ceiling mount. As the snap ring was detached, over time, this allowed for the light's suspension arm to loosen and eventually detach from the ceiling mount resulting in the reported event. The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. Additionally, the technician inspected 9 other lights within the same hospital and found them to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported that the spring arm to their hexalux examination light detached, making contact to the employee and patient's head. Additionally, the patient was contacted in the forearm resulting in an injury (laceration). Medical treatment was sought and administered (wound care). No procedural delays or cancellations were reported. The procedure was completed successfully.